Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the report of power elevations and a correlation to the device could not conclusively be determined. The patient remains ongoing on lvad support and no further related issues have been reported. However the device¿s approved labeling outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported a general increase in pump power, speed, and flow. Left ventricle (lv) diameter 7.4 (baseline diameter 6.5) and pulsatility index (pl) 3.3-3.5 despite increasing pump speed. Aortic valve (av) open every beat, but not fully. Pt is asymptomatic. Vad coordinator stated that they would likely follow the new thrombus algorithm, and may continue with a lv angiogram. Add'l info provided to the MFR indicated that the pt is doing fine and all bio-markers are negative. The pt is scheduled for a right heart catheterization.